Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air gap was observed in the tubing. Blood glucose was over 400 mg/dl. The customer was instructed to prime the tubing to remove the air gap.